Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had nuisance/false ail alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinicians were experiencing air-in-line alarms without visible air noted in the IV tubing. To troubleshoot, one clinician stated they would open the pump module door, push in the safety clamp, and allow the fluid to ¿flow through¿ to remove the air. This was reported to bd representatives during site visit. Cpc reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, IV set loading and IV set priming with clinicians. There was patient involvement however, outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinicians were experiencing air-in-line alarms without visible air noted in the IV tubing. To troubleshoot, one clinician stated they would open the pump module door, push in the safety clamp, and allow the fluid to ¿flow through¿ to remove the air. This was reported to bd representatives during site visit. Cpc reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, IV set loading and IV set priming with clinicians. There was patient involvement however, outcome is unknown.